Event description:
It was reported that the right ventricular (rv) lead was capped and abandoned due to pacing not delivered when required. A new rv lead was successfully implanted and no additional adverse patient effects were reported.